Event description:
Additional information received indicated the event was resolved by explanting and replacing the right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Device session records were sent to abbott technical support for review and noise resulting in oversensing was confirmed. However, the cause of the noise resulting in oversensing was unable to be determined as the product was not returned. The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
During follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Insulation damage was suspected, although it was not confirmed. Furthermore, the patient experienced pain, red skin and a fever around the pocket resulting in hospitalization. The physician suspected the rv lead as the cause for the pocket infection, but it was not confirmed. Rv lead revision is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.